Event description:
Following a diagnostic procedure an angio-seal device was deployed and hemostasis was successfully achieved. The venous sheath was not removed until after deployment of the angio-seal (which is not in accordance with the instructions for use). Three hours later as the pt was ambulating, she experienced sudden pain followed by a large lump and open bleeding from the puncture site. The pt was returned to bed, where manual pressure was held for 30 minutes. Hemostasis was again achieved without difficulty and the pt was discharged without further problems or sequelae.